Event description:
It was reported that during a surgical gastroduodenal anastomosis procedure the health professional declares that first stapler stopped working during the procedure, not allowing the suturing; he doesn't give any information about the malfunction of second stapler. The first stapler is available, the second was discarded. The field product manager declares that first stapler stopped working at second activation (blue recharge). The user had to open and use a new other stapler, but stapler was still inside the trocar when jaws were activated. The procedure continued with suturing by hand and its duration was prolonged by 4 hours (from 2 to 6).there were no consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was the procedure really prolonged 4 hours, due to the device malfunctions, or were there other circumstances, which led to the prolongation? They have had two malfunctions the first caused by the stapler and the second because of the jaws where inside the trocar and not well opened. "The user had to open and use a new other stapler, but stapler was still inside the trocar when jaws were activated" was the first stapler still inside the trocar and they introduced the second through an additional trocar? No they changed the trocar. What does activated means here, articulate or start to fire? On what tissue type was the device used? At what location on the tissue? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Second. During which stroke did the event occur? Two, 3, 4. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Blue. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes always. Was the cartridge correct inserted, did they hear the "click?" Yes. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip?yes they have used the stapler to transect the stomach and it was the second firing. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? I remember they said a little bit higher. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. What was the quality of tissue in the area where the device was fired? Good. What were the patient's pre-op diagnosis, did he/she suffers from cancer, morbus crohn or colitis ulcerosa? No. If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? If so, what? No. What is the age and sex of the patient? Female, (B)(6). What is the current status of the patient? Good. Is there any other additional information you would like to share about this device or procedure? No. Was the procedure really prolonged 4 hours, due to the device malfunctions, or were there other circumstances, which led to the prolongation? I mean they have had 2 different problems. The first one caused by the stapler and it took them about 2 hours more for the procedure. Then they changed the stapler and they had another malfunction, but looking at the video we understood that it was caused by the fact that the jaws where inside the cannula of the trocar and it took them 2 hours more to finish the procedure. What does activated means here, articulate or start to fire? Activated means start to fire. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the patient impacted due to the event? Was the post op care of the patient changed due to the additional anesthesia time? Did the device have to be cut from tissue? How did the device open?

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The batch record was reviewed and no anomalies were noted during the manufacturing process. A surgical video of the procedure was returned for ees review. Ees field quality engineer reviewed the video and provided the following summary: video part 1: "it is my opinion that the complications seen in video part 1 were the results of the second and third firing crossing the first staple line at an angle that did not allow the knife to slide past the staples. Instead the knife got trap and pushed the tissue forward with in the jaws causing malformed staple to clump up distally within the jaws. The final results were staple lines that were open and non hemostatic requiring considerable suturing to mitigate the complication." Video part 2: "it is my opinion that the complication seen in video part 2 was the result a device opening issue cause by the device jaws being contained within the trocar sleeve during the opening and removal attempts after creating the side to side anastomosis. "